Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360 infusion pump. It was reported that the pump finished the civi (continuous intravenous infusion) from the infusion bag two hours early. The cassette had a bubble in it, and it was fixed at bedside. The customer did not report if the pump alarmed for air at the time the bubble was noted. There was patient involvement and no human harm. This captures the second of two events reported.

Manufacturer narrative:
Background: the customer reported that ¿vincristine infusion is consistently infusing early. Multiple events of infusion ends early between 2-4 hours.¿ customer specifically identified ¿infusion in question started 4/12/22 @ 21:46 and ended at 4/13/33 @ 19.24; total infusion amount 450.0 ml and then bag was empty. It was further reported: 19 ml prime, bag is measured, prime waste is reinfused and the customer does not know why it is minus fluid for infusion. Subsequently, the customer reported the bag was weighed and calibrated prior to infusion and that the back-priming went into a 10cc syringe. Later, after multiple attempts by ICU medical to request return of the pump to pull of pump logs for analysis, the customer stated that the pump has been examined internally and requested that the complaint be closed. Investigation: r&d engineering was provided the mednet event/alarm log report for the plum 15.20 serial # covering this infusion. Neither the pump nor pump logs were provided or obtained for analysis. Engineering reviewed the mednet event/alarm log report and there were no further infusions of vincristine in the provided event/alarm log report. Engineering evaluated that while the vincristine infusions did stop earlier than the programmed 24 hours, in each case it was due to the bag running dry and the pump stopping correctly for proximal air alarm (after delivering 451.0 and 459.8 ml respectively). The volume delivered was found to be accurate within the designed +/- 5.0% delivery accuracy tolerance. The customer¿s complaint of the pump finishing early was not confirmed.

Manufacturer narrative:
The device was not returned for evaluation and analysis; therefore, the complaint could not be confirmed. A review of the device 12-month service history was performed, and no similar event was indicated. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. The complaint issue of "infusion is consistently infusing early" could not be confirmed. Due to lack of information, no probable cause was determined. Additional entries can be found in a5 and a6. Updated information can be found in d9.